Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7131865.

Event description:
It was reported that following the trial procedure the patient was experiencing irritation in the left leg and was prescribed medication. The patient had minimal improvements reported.